Manufacturer narrative:
(B)(4)

Event description:
Additional information indicated that the patient was diagnosed with esophageal cancer and had no other comorbidities reported. The patient has recovered. No other information is available.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Concomitant medical products: reliamax 80-4.8 loading unit; therapy date: (B)(6) 2016. (B)(4).

Event description:
According to the reporter, the device was used to dissect the esophagus near cardia. Staple line had no problem during the procedure. Three days after the operation ((B)(6) 2016), estrangement was found on the tissue of dissection part. The reoperation was performed on the same day and the surgeon confirmed that no staples had been deployed on the tissue in question. The current status of the patient is stable and has no problem. The patient had been received chemotherapy prior to surgery and on the day of operation a tumor was fairly fading away and there was no noticeable swelling or thickening on the tissue by chemotherapy. Additional information has been requested, but not yet received.